Event description:
In 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm. As reported, the physician was not able to get a wire up to the aorta due to large left common iliac aneurysm which was ectatic in nature. After more than an hour of effort, the physician performed an unplanned aortouniiliac procedure and a femoro-femoral bypass. The pt recovered uneventfully and was discharged within 48 hours.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As reported, the physician was not able to get a wire up to the aorta due to large left common iliac aneurysm which was ectatic in nature.